Event description:
Device was secured by taping to patients leg. H&h was drawn before incident and was 14.3 and 41.4. After the incident of blood loss it was 11.3 and 34. The patients blood pressure dropped and dopamine drip was instituted and patient was given 3 units of packed cells. A new femoral line was started. It is felt that patient did not pull line out. They think the part past the connector (hard plastic) cracked and came apart. The patient is now doing fine and was discharged home 7/15/96.